Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the lead appears to have been implanted with a bend in it at the fracture site. Could not determine anchoring sleeve fixation site. It was also noted that the defibrillation conductor was distorted, the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
It was reported that the patient received an inappropriate shock from the lead due to oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.